Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI and manufacture date not available for this probe at time of filing. A medtronic representative went to the site to test the equipment. The hardware and software passed the system checkout. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that an error message stating "an internal error has occurred and the application must restart (code: #64)" appeared while in the cranial software. Once the medtronic representative hit ok, the system rebooted. There was no patient involvement.